Event description:
The event occurred in china. It was reported that no flow was displayed on the rotaflow console and the drive was replaced during patient treatment. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that no flow rate was displayed on the rotaflow console and the rotaflow drive have been replaced during patient treatment. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to confirm the reported failure on the rotaflow drive. The defective rotaflow drive with s/n (B)(6) has been replaced with a new rotaflow drive with s/n (B)(6). The defective rfd with s/n (B)(6) needs to be repaired by the supplier. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2024-08-28 the reported failure could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2024-10-10 the supplier (B)(4) was able to reproduce the reported failure and a probable root cause could be a sporadic malfunction of components that perform the signal processing on the board. Electrical parts has been replaced by the supplier. Based on these investigation results the reported failure could be confirmed. Rotaflow console: the review of the non-conformities was performed on 2024-06-21 and during the period of 2017-05-18 to 2024-06-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2017-05-18. Rotaflow drive: the review of the non-conformities was performed on 2024-06-21 and during the period of 2017-05-15 to 2024-06-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive in question was produced in 2017-05-15. For the affected serial numbers within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.